Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned for evaluation. A review of downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: sn (B)(4): 02/18/2013 reuse; electrode belt: sn (B)(4): 01/05/2016 reuse. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was intermittent cardiac activity inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was in the hospital and was not conscious at the time of the event. Hospital staff witnessed the event. The response buttons were not pressed during the entire event. Intermittent cardiac activity contributed to the false detection. Following the event, the patient remained hospitalized and the patient was to receive an ICD. There was no death or device malfunction associated with the inappropriate defibrillation event.